Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. There screw mount on the left plunger case was cracked, and right plunger case was cracked. The pump event history showed a check clutch/plunger lever error in history. The reported issue could not be verified after multiple occlusion tests. Possible intermittent problem with the damaged left and right plunger cases could have caused the reported issue. The root cause was unable to be determined. The technician replaced left and right plunger cases. Performed function and delivery tests which passed.

Event description:
It was reported that during over pressure test, a check clutch plunger lever error was observed. No patient injury was reported.